Event description:
Additional information received per the medical records indicate that the patient had a history of deep vein thrombosis with gastrointestinal (gi) bleeding. The filter was deployed via the patient's right internal jugular vein using ultrasound guidance. It was placed below the level of the renal veins. The final position was confirmed fluoroscopically and showed the filter to be in a good position. The patient tolerated the procedure well. Additional information received per the patient profile form (ppf) states that the patient experienced filter tilt. The patient became aware of the reported event approximately one year and six months after the index procedure. The patient also experienced leg swelling, leg pain, lower extremity discoloration, lower extremity ulcers, shortness of breath, lightheadedness, nausea and stomach cramps.

Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused filter tilt. The information also indicated that the patient is deceased, a relationship between the device and the death was not provided. Information provided by a relative indicated that the patient became aware of filter tilt approximately one year and six months post implant. The information also indicated that the patient experienced leg swelling, leg pain, lower extremity discoloration, lower extremity ulcers, shortness of breath, lightheadedness, nausea, and stomach cramps related to the filter. According to the medical record the indication for the filter placement was ongoing therapy for deep vein thrombosis and presenting with a gastro-intestinal bleed. The filter was placed via the right internal jugular vein and deployed below the level of the renal veins. The final position was confirmed fluoroscopically and showed the filter to be in a good position. The patient tolerated the procedure well. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with practitioner technique and vessel anatomy, specifically asymmetry and tortuousness. Death is a known potential complication associated with the use of the ivc filter devices and is listed in the IFU as such; however, in this case the cause of death was not reported; therefore, an adequate assessment of the relationship of the filter to the event is not possible. Clinical factors that may have influenced the event include patient, pharmacological and vessel characteristics. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called deep vein thrombosis (dvt). Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency. Venous insufficiency can lead to swelling, pain, discoloration and ulcers of the affected extremity. Leg swelling, leg pain, lower extremity discoloration, lower extremity ulcers, shortness of breath, lightheadedness, nausea, and stomach cramps do not represent a device malfunction and may be related to patient specific issues, in particular history of deep vein thrombosis and gastro-intestinal bleeding. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Reporter occupation: other, senior counsel, litigation. Please note that the exact event date is unknown and the event date is the complaint awareness date. As reported, the patient underwent placement of a trapease inferior vena cava (ivc) filter. The indication for filter placement is not available. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to filter tilt. The filter remains implanted; thus, unavailable for analysis. The patient is deceased, but there is no information to relate the demise to the device. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Death is a known potential complication associated with the use of the ivc filter devices and is listed in the IFU as such; however, in this case the cause of death was not reported; therefore, an adequate assessment of the relationship of the filter to the event of death is not possible. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. (B)(4). Please note that this is the initial/final report for this product.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to filter tilt. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. The patient is deceased, but there is no information to relate her demise to the device.